Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 125 ohms. Subsequently, this lead was surgically abandoned and a new lead was implanted successfully. No additional adverse patient effects were reported.